Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and displayable history crc check failed on startup alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to bypass the rtc problem error alarm and the reset and not able to got insulin pump to work. The customer¿s blood glucose was 95 mg/dl. The customer stated that the insulin pump also had displayable history crc check failed on startup error alarm. Customer reports they were able to clear the alarm however not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.